Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted an unknown cannula attached to the set's male luer and a tag indicating that the port on the set's bottom y-site was "backing up". No obvious defects were identified during the visual inspection. Functional leak testing and simulated use testing were performed and found no evidence of air in the set, though leakage was identified from the bottom y-site gland and housing. The leak found was captured and reported in (B)(4). The reported air in tubing condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo set had air in its tubing, which backed up into the line from the distal port. This was noticed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.